Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out-of-range impedance measurements on the right atrial (ra) lead. On (B)(6), 2024, the impedance measured 2122 ohms, then decreased to 1536 ohms by (B)(6), a concerning shift from the baseline of the 600s. A signal artifact monitoring (sam) with an artifact related to the minute ventilation (mv) feature signal was confirmed on (B)(6) indicated mechanical vibration with an impedance breakdown of 2674 ohms. This could suggest early lead failure, although the ingevity lead makes a spring contact failure less likely. Additionally, pacing inhibition was discovered. The healthcare provider agreed to perform an in-office check for troubleshooting. The patient has reported vague symptoms like fatigue and dizziness, leading to discussions about further evaluations, including a chest x-ray. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out-of-range impedance measurements on the right atrial (ra) lead. On (B)(6) 2024, the impedance measured 2122 ohms, then decreased to 1536 ohms by september 22, a concerning shift from the baseline of the 600s. A signal artifact monitoring (sam) with an artifact related to the minute ventilation (mv) feature signal was confirmed on (B)(6) indicated mechanical vibration with an impedance breakdown of 2674 ohms. This could suggest early lead failure, although the ingevity lead makes a spring contact failure less likely. Additionally, pacing inhibition was discovered. The healthcare provider agreed to perform an in-office check for troubleshooting. The patient has reported vague symptoms like fatigue and dizziness, leading to discussions about further evaluations, including a chest x-ray. No additional adverse patient effects were reported. This device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.